Event description:
It was reported that a spectrum pump had "air det sensor". It was also reported, there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. Eval confirmed the reported symptom through the event history log as "upstream occlusion" which is likely what the symptom of "air det sensor" was referring to. This symptom was unable to be reproduced. It was determined that this issue was caused by a failed upstream sensor. The upstream sensor and upstream pusher were replaced.